Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The phenomenon might have been caused by the malfunction in the ccd (charge couple device) unit due to application of an unexpected stress to the camera head which resulted from the improper handling by the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was receive and evaluated. Evaluation determined that the device was found with shortage in cable causing an intermittent horizontal white lines on the image. In addition, the switch buttons #1 and 3 were found intermittent due to faulty ccd (charge coupled device) unit. The device was placed for repair. Root cause of the failure was due to shortage in cable and faulty ccd attributed to electric component failure.

Event description:
It was reported that during preparation for use the device was found with no picture. The device was replaced with another device. The model and serial number was not provided. The intended procedure was completed. There was no patient impact reported. No user injury reported.